Event description:
A report of poor comfort, blurred vision, and difficult handling of a contact lens was received from an eye care professional. Additional information received on (B)(4) 2014 indicated the pt has a corneal transplant for keratoconus and was fit for soft lenses, one to two months later (in (B)(6) 2013). The pt opened a new lens for the right eye and described the texture of the contact lens as feeling like "chewing gum". After three days of trying to wear the lens, pain, burning, redness, and blurred vision were experienced. The lens was removed and the condition improved. Four days later, as a result of continuing pain, the pt visited the ER. The pt was admitted for two days due to the beginning rejection of the corneal graft. The ophthalmologist felt the rejections of the graft was related to contact lens wear. Dexafree (dexamethasone) 1 mg/ml, ocular drops were prescribed every hour, tapering to every two hours until (B)(6) 2014. Sterdex cream (dexamethasone, oxytetracycline) was prescribed for use in the evening until (B)(6) 2014. It was reported that the pt is a habitual user of the lens care solution, although aosept was advised by the eye care professional. The pt was instructed not to wear contact lenses and to consult the ophthalmologist who performed the graft. Information received on (B)(4) 2014 verified follow-up occurred on (B)(6) 2014. At this time. The issue had resolved and lens wear was able to resume.

Manufacturer narrative:
No lot code or sample was provided by the customer, therefore, specific lot information could not be evaluated. No root cause could be determined. (B)(4).